Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 16-4/5.8/75 xxl¿ esophageal balloon catheter was selected for dilatation. However, upon inflation at 2 atmospheres, the balloon ruptured as it was caught in the edge of the wallstent. The procedure was completed with a different device. No known patient complications were reported.